Event description:
It was reported that this right ventricular (rv) lead was repositioned four days after being implanted due to an unknown cause. Further information was unable to be obtained. The rv lead remains in service. No additional adverse patient effects were reported.